Event description:
The customer reported that the system displayed a printed circuit board error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair info is unavailable and no additional service info was provided. The system was tested and found to be working as intended and put back in service.